Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms for the last four days. It was noted that previously the impedance measurement ranged from 900 to 1000 ohms and then had an acute increase. It was also noted that the lv lead threshold measurement was stable. Boston scientific technical services (ts) was consulted and discussed further troubleshooting steps to determine root cause including an x-ray. At this time the crt-d and lv lead remain in service and no adverse patient effects were reported.